Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion and that the patient is one hundred percent pacemaker dependent. The device will be reprogrammed at the next clinic visit. No patient complications have been reported as a result of this event.